Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the patient¿s ins was replaced as it was stated that the newer ins model would be easier for the patient to recharge and the patient needed an MRI for an unrelated medical issue. It was reported that a trickle charge was performed and the battery was brought out of overdischarge. It was stated it was unknown when the explant was going to take place, and that the patient was being referred to a neurosurgeon. The rep acknowledged that the ins would be returned for analysis if available. It was reported that the patient weighed (B)(6) pounds at the time of the event. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. Information was reported that the caller alleged an overdischarge. The patient has not used the device for 6 years. They pulled it out and tried to charge normally, took a break to use the clinician programmer and it is back to being overdischarged. The caller is asking if there is any way to bypass this. The caller stated they are planning on replacing the battery, but wanted to check the leads first. No further complications were reported. No patient symptoms were reported.